Event description:
After the implant was completed and patient was discharged, the patient presented to the physician with a hematoma under the breast a couple hours later. Physician repositioned the ipg, evacuated the hematoma, and placed a tube for drainage. Patient presented back to the physician with pain near the ipg implant. Physician brought the patient into the or, repositioned the ipg back to the original ipg position, sutured the ipg down, and closed. This resolved the issue.